Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nsyte autoguard needle pierced the catheter. The following information was provided by the initial reporter, translated from portuguese to english: when reintroducing the needle into the catheter, after a small traction to check for blood reflux in the catheter, the tip of the needle pierces the silicone of the catheter extension very easily, causing erroneous perforation of the vein with extravasation and greater pain to the patient. There was leakage of the solution after the puncture (through the outer tip of the silicone).

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.